Event description:
It was reported the right ventricular (rv) lead exhibited a decline in sensing. It was also reported the sensing was currently about .7mv or lower and therefore the lead was no longer safe to detect for ventricular fibrillation or ventricular tachycardia, possibly resulting in inappropriate or inadequate pacing. The rv lead remains in use and is planned to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing issues noted on egm, p-wave amplitude. (B)(4).